Event description:
It was reported that an inappropriate non-sustained lead noise episode was recorded due to intermittent pvcs. It was observed that due to sensing latency between the far-field and the near field channel, non-sustained lead noise was triggered. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.